Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A stent was implanted in the lesion and the 15mm x 2.75mm quantum maverick balloon catheter was advanced to post-dilate the stent. The quantum maverick balloon was inflated once to 16 atms and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.